Event description:
The customer reported the 9800 system images were fading away. No pt was injured.

Manufacturer narrative:
The service rep ordered and replaced the single board computer upgrade kit, hard drive, and processor pcb. The system is operating as intended.